Event description:
Boston scientific received information that the remote home monitoring system issued an alert indicating that the battery had depleted on the device. The field representative was called to interrogate the device. Upon interrogation a code displayed indicating that the device reached end of life (eol) due to an extended charge time outside of the charge time limit for this device. Boston scientific technical services (ts) was consulted and suggested replacement as therapy can not be guaranteed after this "dode" occurs. Subsequently the device was explanted for premature battery depletion and sent back for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection revealed an arc mark on the case and an x-ray revealed that the plasma fuse was open which is a result of the arcing event. Analysis confirmed the field allegation as external shorting of the lead to the case during a charge is known to cause internal damage.